Event description:
It was reported that the patient was experiencing pain at the clik anchor site. The patient was given a lidocaine patches over the anchor site. Additional information was received that clik anchor was explanted and discarded per hospital policy. The patient was doing well psotoperatively.

Event description:
It was reported that the patient was experiencing pain at the clik anchor site. The patient was given a lidocaine patches over the anchor site.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.